Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient was hospitalised on (B)(6) 2024. Patient was admitted to ICU. The patient faced bent cannula event. The customer was found positive for ketones. The patient was was treated with IV and fluids of saline and insulin. No further information available.

Manufacturer narrative:
H1: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.